Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited noise on the atrial and right ventricular (rv) pacing/sensing and shocking channels. Pacing therapy was inhibited for less than one second as the patient's underlying rhythm came through. Lead measurements were normal and stable. A boston scientific technical services consultant discussed possible electromagnetic interference (emi) as it was confirmed that respiratory rate trend (rrt) was programmed off. The patient was brought in for evaluation and non-invasive programmed stimulation (nips) was performed. Programming options were discussed with the patient's physician. No additional adverse patient effects were reported.